Manufacturer narrative:
The unit was returned for investigation. Upon replacing the tec board and performing routine maintenance, the unit performed according to specification. The criticool is equipped with self-testing routines that continuously monitor system operation and displays a fault message in the event of a system fault. The unit functioned as intended; when the core temperature is greater than 0.8 degrees celsius less than the set point, the criticool will exhibit a "low core temperature" alarm. The operator's manual instructs the user: "check core temperature probe is in place and keep following the patient's temperature." Upon receipt, it was determined that the unit was over 500 days overdue for preventive maintenance. The operator's manual instructs the user that the device should be periodically inspected and maintainted, and that annual checks should be performed by belmont every 12 months. It was reported that there was no harm to the patient. We will continue to monitor and trend similar reports of this nature.

Event description:
Belmont's clinical specialist received a complaint from the user facility and relayed the following report: "received an email from andrea powell, nicu rn, stating 'today, at approximately 0530 one of the machines began to read a low core temp on the patient at approximately 60hrs of cooling. Staff began troubleshooting at that point. At 0645 I instructed a staff member on further troubleshooting to no avail. Throughout my shift we continued to work with the machine to get the infant to an appropriate core temp. We were unable to get the core temp to an appropriate place. I had to call to get another type of machine for this patient to finish their remaining cooling hours and then be able to rewarm appropriately.'" On (B)(6) 2019 belmont's clinical specialist received the following information: "the issues staff had with the criticool were the following: rectal temp probe was reading inaccurate temps 31.6 and 31.7. They troubleshooted by changing the probe with no change, changed the cable no change. Shut off and restarted, obtained message [halt] (referred to as hack by the user facility) which = shutdown and restart which they did again and obtained same [halt] (referred to as hack) code. At this point they discontinued use on the infant and changed to another back-up pediatric cooling blanket."